Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.0/2.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault. On 25-jan-2024 a replacement lens of longer length was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.0/2.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown." In the intial MDR. H6 - corrected to: health effect - impact code: 4629 in the initial MDR. Claim #(B)(4).